Event description:
A customer reported that unexpected negative reactivity occurred on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files showed that unexpected negative reactions appeared as reported by the instrument. An immucor field service engineer performed the unexpected reaction checklist, and cleaned and adjusted the camera values as needed. Decontamination was performed and reagent vials were replaced. Repeat testing of the patient sample was performed and the expected result was obtained. The instrument is operating within specifications.